Event description:
Pt had arteriogram for acute mi. Due to pt being on "integuli", fem-stop utilized after sheath pulled, the co recently replaced strong nylon strap with paper type strip. This does not hold to well and grip loosened on strap and pt bleed appox 1 liter of blood in a few minutes. New "easy to thread" belt is issued.